Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Patient called to report he went to the ER because the "ICD fired 3 times" and "malfunctioned" and understood the "ICD doubles in (heart rate)". After a lead replacement, the patient was "shocked during exercise" and went to the ER. The physician reprogrammed the device. Patient stated, "this is a most traumatic experience, and to have to experience twice due to defects in your product is not acceptable". Patient reported that the manufacturer's representative indicated that this was due to a product situation which caused the signal of the ICD to double. No further patient complications were reported as a result of this event.